Manufacturer narrative:
Correction: b5 and b7. B5: it was reported the patient completed antibiotic therapy. The same day, the pd fluid was clear, and no abdominal pain or fever was noted. It was not reported if the nurses were retrained on the proper aseptic technique, (previously reported as it was not reported if the patient was retrained). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The peritonitis occurred on an unspecified date between 10/28/2021 through 11/6/2021. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid. The breach in aseptic technique was further described as the nurses in the hospital were confused with how to set up the pd therapy. The patient was hospitalized for another indication and during hospitalization the patient developed peritonitis. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.